Manufacturer narrative:
One photo of a loose 3ml syringe with a safetyglide needle attached was received and visually inspected. It was observed the syringe was manipulated due to clear liquid droplets inside the barrel. Additionally, it appeared the ribs of the stopper in the syringe were larger than expected. The syringes are intended for single use only not for storage. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the stopper leakage defect is associated with a material defect. Either the stopper was exposed to a solvent material that caused it to degrade and become susceptible to swelling, or there were defects on a molecular level that allowed the rubber to swell.

Event description:
It was reported that medication leaked past the rubber stopper of the bd safetyglide¿ needle during the injection. The following information was provided by the initial reporter: "while injecting into patient, medication leaked from rubber stopper. The sample has been disposed by clinician due to contaminated."

Manufacturer narrative:
(B)(6). There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987, PMA / 510(k)#: k951254. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the rubber stopper of the bd safetyglide¿ needle during the injection. The following information was provided by the initial reporter: "while injecting into patient, medication leaked from rubber stopper the sample has been disposed by clinician due to contaminated."